Event description:
It was reported that the t:slim x2 pump battery would not charge, as the pump screen was dark and unresponsive, even when using different charging cables and adapters. There was no adverse impact to the customer's blood glucose level. The technical support team decided to replace the malfunctioning pump and informed the customer about the shipping and replacement procedures. The customer acknowledged and understood the instructions provided.